Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is a deceased as a result of ventricular arrhythmias that were not treated since the device did not detect/treat due to undersensing of fine ventricular fibrillation (vf). A lead integrity alert (lia) was triggered for high right ventricular (rv) lead impedance and high rate non-sustained episodes occurred. The physician was wondering if the rv lead may have fracture. No further information as provided supporting this event.